Manufacturer narrative:
Sphincterotome (unknown make or model), cook zimmon biliary stent (unknown reference part number) . Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A portion of wire guide coating was returned inside the plastic stent. The wire guide coating is dark and appears to be from an acrobat calibrated tip wire guide. Approximately 1.5 cm of wire guide coating is hanging out of the plastic stent. The stent was cut to evaluate the returned portion of wire guide coating. The wire guide coating appears to have detached from the wire guide and folded in half. Two tubes of wire guide coating can be seen inside of the plastic stent. During the evaluation, the wire guide coating could not be removed from the stent. The evaluation was unable to determine if the wire guide coating came from the distal end of the wire guide. According to the report, the wire guide was frayed before its use with the plastic stent. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 02/20/17: "during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The wire was left in the pancreatic duct and a plastic pancreatic stent was placed. The wire was difficult to put through stent, and the wire frayed [coating damage]. On 02/13/17, the following additional information was provided: two exchanges were completed with the wire guide. The initial placement of the wire was done with the sphincterotome and the wire frayed when exchanging the sphincterotome out. They did not realize that the wire frayed and they placed a new pancreatic stent and had difficulty removing the wire." On 02/21/17, the following additional information was provided from the cook area representative: "the damage was at the patient end, and I believe 10 cm back from the tip of the wire guide, which occurred while placing a pancreatic stent."

Manufacturer narrative:
Concomitant medical products: sphincterotome (unknown make or model), pancreatic plastic stent (unknown make or model). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The wire was left in the pancreatic duct and a plastic pancreatic stent was placed. The wire was difficult to put through stent, and the wire frayed [coating damage]. On 2/13/17 the following additional information was provided: two exchanges were completed with the wire guide. The initial placement of the wire was done with the sphincterotome and the wire frayed when exchanging the sphinctertome out. They did not realize that the wire frayed and they placed a new pancreatic stent and had difficulty removing the wire.